Event description:
Per the clinic, the patient experienced crusting at the abutment site as well as skin adhering to the surface of the abutment; the patient was treated with oral antibiotics (date and duration not reported). Subsequently, the abutment was removed on (B)(6) 2015. The implant device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.